Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and could not confirm the issues reported by the customer. He did find evidence of dried up fluid near the instrument, but was unable to determine the original origin. He inspected the instrument and found that the white blood cell (wbc) bath had clot in the aperture and rear compartment, he replaced the wbc bath. Fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported white blood cell (wbc) aperture alerts were generated when using the coulter act diff 2 analyzer. The customer identified a leak in the front of the analyzer of approximately one cup of clear fluid on the counter. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves, goggles, and lab coat. There were no exposure of mucous membranes or cuts to biohazardous material. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.